Manufacturer narrative:
It was reported the patient is over 18 years. Reported event of balloon deflation failed. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilation balloon was used during an esophagogastroduodenoscopy (egd) with dilation procedure performed on (B)(6) 2016. According to the complainant, during the procedure, when deflating the balloon, a leak was noted at the hub where the catheter connects to the plastic luer lock piece. There was no damage noted to the hub; however it appeared as though the catheter broke away from the plastic piece, resulting in a leak. This lead to the balloon not being able to sufficiently deflate. The inflation medium could not be removed without cutting the catheter. The procedure was completed at this time. There were no patient complications reported as a result of this event. The patient's condition after the procedure was reported to be fine.